Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Manufacturer narrative:
As of today, no additional information is available. At this time, our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via a latitude red alert that this right ventricular (rv) lead displayed a low, out of range shock impedance measurement. The patient was seen in clinic for follow up. At that time, the lead was displaying normal shock impedance measurements during isometrics and pocket manipulations. Approximately thirty reading were taken and all were within normal range. The lead will continue to be monitored. No adverse patient effects were reported. The lead remains in service.